Manufacturer narrative:
Findings: unit had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clips lot and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 292 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.